Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of a deposition. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were not returned. Upon removal of the suture on the distal end of the returned outflow graft, the interior of the outflow graft revealed a small, sticky, coagulated blood in that area. The deposition did not appear large enough to obstruct flow through the graft. The evaluation could not conclusively determine the cause of the deposition or duration the deposition had been present. Examination of the remaining pump surfaces found no adhered depositions or thrombus formations. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. Section 6 of this document outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This document also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jan2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the patient did not receive a pump exchange and instead had their pump explanted.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Missing information: expiration date. Missing information: date of implant ((B)(6) 2016). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was recorded that the patient's heartmate ii pump was clotting, so it was exchanged with an heartmate 3 pump.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. No further information was provided. The manufacturer is closing the file on this event.